Manufacturer narrative:
The reported failure of ventilator service required error due to the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. The blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet, cord retainer, rear enclosure, enclosure gasket, and top plate were replaced. The device was returned to the technician for additional evaluation due to a failed repair test. Review of the test documentation showed failure of the significant event log test. Review of the error codes showed a "ventilator service required" error due to the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity. This condition indicates the battery life had declined due to use. An additional "ventilator service required" alarm was observed to notify the user that one or more ¿ventilator service required¿ errors are active in the system. The battery needs to be replaced to address the condition. A final report is being submitted. If any additional information is received, a supplemental report will be filed.